Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided pump reset information, with instructions to contact them again if the malfunction code recurs. The customer acknowledged and understood these instructions.